Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Several discordant advia centaur troponin ultra results were obtained on pt samples using lot 036 and 037. The customer runs troponin ultra in duplicate. The customer did not release any of the discordant results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) performed a total service call and did not detect any problems with the advia centaur. The customer is running troponin ultra on their advia centaur cp until the cause of the discordant results on the advia centaur is determined. Add'l lot# 037, expiration date: 06/11/2010.